Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Concomitant medical products: guide wire: rinato, whisper, guide catheter: mach 1, stent: xience alpine 2.5x23mm, 3.0x28mm. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the trek rx instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending (lad) artery with heavy tortuosity and heavy calcification that was 90% stenosed. Resistance was felt during advancement of the 3.5 x 15 mm trek rx balloon dilatation catheter (bdc) through the lesion for post-dilatation and the balloon ruptured during the first inflation at 10 atmospheres. A replacement bdc was used to complete the post-dilatation. It was stated that air aspiration was performed when the trek rx was inside the anatomy. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.